Event description:
Reportedly a 4500, 30mm ring was explanted at implant and then a valve was implanted. No consequence to patient noted. No additional information was provided. Received operative report on (B) (6) 2010 which indicates that the ring was explanted due to an unsuccessful ring repair. The ring will not be returned due to it was disposed of.

Manufacturer narrative:
No product return. The ring will not be returned due to it was disposed of. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation due to the ring was disposed of.